Manufacturer narrative:
This event occurred on an unspecified date "about two months ago, during the second month". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced abdominal inflammation. It was not reported if the patient was hospitalized for the event. The cause of the abdominal inflammation and treatment for the event were not reported. At the time of this report, the patient had recovered from the abdominal inflammation and pd therapy was withdrawn. No additional information is available.